Manufacturer narrative:
Investigation summary: bd received one samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes device experienced broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: "cap of edta tube damaged."